Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device interrogation. Upon investigation, the implantable cardioverter-defibrillator was noted with far-field r-wave oversensing on the atrial channel that resulted in inappropriate mode switches. Programming changes were made. A few minutes passed, and the device mode switched again due to far-field r-wave oversensing. Additional programming changes were made. No more far-field r-wave oversensing was seen. The patient was stable throughout.